Event description:
Pt presented for chemo treatment in outpatient cancer center with a port-a-cath. The nurse attempted to flush the port-a-cath and noted an infiltrate approx 5cm above the pac. A f/u check x-ray revealed the pac was broken with a fragment of the catheter in the right atrium of the heart. Pt was transferred to tertiary care center for removal following a failed attempt at removal via international radiology. FDA safety report ID# (B)(4).